Event description:
It was reported that during the anterior cervical procedure, the proximal screw broke through the outer anterior edge of the peek device. The device was replaced. There were no patient complications.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. A review of the device history records found no document to indicate a non-conformance to specification. Unable to determine cause of the event.